Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen displayed a clock while the rest of the screen was black. Customer's blood glucose was 160 mg/dl. Reportedly the customer performed a pump reset to resolve the issue.